Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severel calcified left anterior descending artery (lad). A 32 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent strut got lifted up when crossing the lad. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that stent detachment occurred during removal of the device. Upon removal of the lifted stent, the stent was entangled with one vessel in the arm and could not be removed directly, so the stent was surgically removed.

Manufacturer narrative:
Device evaluated by MFR.: promus premier stent was received and the stent delivery system (sds) was not returned for analysis therefore analysis of the sds profiles could not be examined. The stent was received damaged, detached from the sds and stretched on its entire length. A severe bend was also identified on the damaged stent during analysis. The manufacturing stent profile data was reviewed and the maximum stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. Additional information was requested if the sds was going to be returned for analysis but the sds was discarded at the facility. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severel calcified left anterior descending artery (lad). A 32 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent strut got lifted up when crossing the lad. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.